Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was associated in a house fire. No troubleshooting taken. The monitor was replaced and the remote monitor return status was unknown. No patient complications have been reported as a result of this event.